Event description:
Per oos, this lead experienced intermittent loss of capture and undersensing. This lead was capped and replaced with an arox 53-bp, (B)(4). The associated device was explanted due to early eri indication. Should additional information become available, this file will be updated. System removed: philos ii dr, (B)(4), MDR 1028232-2010-01342.